Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of stimulation and a return of symptoms. The patient had their follow-up appointment with the health care professional (hcp) on (B)(6) 2016 to check the incision site and had turned the stimulation off in the waiting room because stimulation felt uncomfortable while they were sitting in the waiting room chair. The patient tried to turn stimulation back on when they got home because there were in pain. The patient saw the lightning bolt indicating that power was on but they were not feeling stimulation on all 3 programs after increasing stimulation as high as it would go. It was confirmed again that the programmer showed stimulation was on. The patient tried another group while on the call, but this did not resolve the issue. It was reported that the return of pain was gradual. The inability to feel stimulation on the programs occurred on (B)(6) 2016 after the patient came back from the hcp office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.